Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an event for auryon atherectomy catheter 0.9mm - hydrophilic coated: tip of the 0.9 laser came off during the procedure. The tip was pinned between the wall of the sfa and a stent. The stent was placed for that specific purpose of pinning the tip. The procedure was aborted due to this event, and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.